Manufacturer narrative:
Follow-up submitted to report that (B)(4), the manufacturer, is responsible for all regulatory reporting.

Event description:
It was reported that the bed controls were not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed controls were not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.